Manufacturer narrative:
Contact office correction: (B)(4). Patient information was requested but it is not available. Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer's biomedical engineer repaired the unit by reseating the battery connector. The device is back in service.

Event description:
The customer reported that the battery is not charging. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the battery is not charging. The customer reported that the unit was in use on patient, but there was no patient harm.